Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician has some difficulty performing the transseptal puncture, but ultimately was successful. The procedure was continued and the physician positioned the was in the laa of the patient. The wds was inserted and the closure device was deployed in the laa, however the device could not be positioned properly. The decision was made to reperform the transseptal puncture again. The was and wds were removed from the patient and the septal puncture was attempted again. The pericardial fluid around the right atrium increased slightly after removing the was and wds. Since there was no increasing trend and the respiratory and circulatory dynamics of the patient were stable, the procedure continued. The transseptal sheath and rf needle were inserted into the patient, but they passed through the previous puncture hole and it was difficult to adjust the position. The procedure was stopped and the patient was evaluated because it was found that the pericardial fluid around the right atrium increased while trying to adjust the position many times. The pericardial fluid around the right atrium and left atrium was increasing. Although there was no upward trend and the patient was stable, the procedure was ended. When reviewing the imaging an increase in pericardial fluid can be seen at the time of was insertion.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician has some difficulty performing the transseptal puncture, but ultimately was successful. The procedure was continued and the physician positioned the was in the laa of the patient. The wds was inserted and the closure device was deployed in the laa, however the device could not be positioned properly. The decision was made to reperform the transseptal puncture again. The was and wds were removed from the patient and the septal puncture was attempted again. The pericardial fluid around the right atrium increased slightly after removing the was and wds. Since there was no increasing trend and the respiratory and circulatory dynamics of the patient were stable, the procedure continued. The transseptal sheath and rf needle were inserted into the patient, but they passed through the previous puncture hole and it was difficult to adjust the position. The procedure was stopped and the patient was evaluated because it was found that the pericardial fluid around the right atrium increased while trying to adjust the position many times. The pericardial fluid around the right atrium and left atrium was increasing. Although there was no upward trend and the patient was stable, the procedure was ended. When reviewing the imaging an increase in pericardial fluid can be seen at the time of was insertion. It was further reported that no intervention was needed for the pericardial effusion and the patient has since been discharged from the hospital.